Event description:
The user facility reported that following three separate bronchoscopies, three patients were alleged to have tested positive for parainfluenza virus. The infection control personnel at the user facility had further reported that the parainfluenza virus was said to have been circulating the area at the time of the event. The current conditions of the patients are not known at this time.

Manufacturer narrative:
Olympus had followed up with user facility via telephone and in writing to gather add'l info regarding the event without success. There has been no add'l significant info provided to date. The device referenced in this report was returned to olympus for eval. There was evidence of leaks observed coming from the distal tip of the scope. The biopsy channel had a tear at approximately 15 cm, which resulted with the leak observed. Scrape marks were noted on the insertion tube, and a dented light guide tube was observed. The cause of the user's experience could not conclusively be determined. This report is being submitted as a medical device report in an abundance of caution. Reference MFR report numbers: 8010047-2009-00245 and 8010047-2009-00246 for the other related reports associated with this event.